Event description:
It was reported that patient experienced many occlusion alarms. As a result the patient woke up vomiting and in diabetic ketoacidosis. The customer went to the hospital to be treated. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.